Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient elected to have the system removed due to pain at the lead site.